Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was report that the patient received a possible inappropriate shock from their implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rvr (rapid ventricular response) that was detected as fast ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.